Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was reported by a consumer via a company representative regarding the patient's implanted system which was used to deliver hydromorphone (0.3 mg/ml at 0.119 mg/day) and bupivacaine (12 mg/ml at 4.7 mg/day). The indication for use was non-malignant pain. It was reported that the pump was flipping, but the patient continued to have good therapy. The patient had noticed that the pump had twisting. A revision was done, the pump pocket was opened and a portion of the catheter was replaced because it was twisted and the pump was retied down. Additional information was reported by the healthcare professional. The event onset was in the fall of 2015 and the cause of the pump flipping was unknown.